Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the sheath was observed to be split and damaged. Evidence of buckling was observed in the sheath approximately 2.5 cm proximal to its tip. The distal end of the dilator was observed to be slightly bent. A microscopic observation revealed a large split in the distal tip of the introducer sheath which was observed to also be plastically deformed in multiple locations around its circumference. The edge opposite the large split was observed to be folded inward and over itself and buckled at the base of the fold. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use.

Event description:
It was reported that the introducer sheared when attempting to access the skin. A new introducer was used with no issues. Additional info: was there any patient harm reported? Yes may have led to increase bleeding at the site.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of 2694204 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer sheared when attempting to access the skin. A new introducer was used with no issues. No other information was provided.